Event description:
It was reported that the patient hadn't felt like the pump "really helped with the pain, even when it was first implanted." It was stated that there was "no medicine getting in" and the patient was experiencing acute pain. A dye study was attempted a couple of weeks prior to report, but "they couldn't get any fluid out of the port." It was reported that there was a catheter kink or an occlusion. The patient had an appointment with her physician scheduled for (B)(6) 2012 for an "outpatient adjustment." It was unclear whether referred to a surgical procedure or a diagnostic test, as the reporter also stated they were going to make sure that fluid was getting through. It was further reported that bupivacaine did help when the pump was working. The drugs used in this system were bupivacaine and morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).